Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 05/15/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60g with lot number 157d63; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the line of staples was not completed fully (2 cm yes, 2 cm no, and so on). It was the first reload mounted on the device; therefore, there were no staples left from a previous reload. There was a need to re-staple longer which they also noticed that in the other two reloads used were the stapling lines were not done correctly but fortunately, they were sufficient. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/13/2025. D4: batch #129d56. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that three gst60g reloads (a, b & c) were received with no apparent damage, fully fired and with one open package. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reloads were received fully fired. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 129d56, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2025 d4: batch #129d56 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that nine gst60g (d-l) reloads were received sterile with no apparent damage. The returned reloads were loaded into a test device and they were tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples met the staple release criteria. The event described could not be confirmed as the reloads performed without any difficulties noted. Although it could not be determine the cause of the reported incident, proper usage of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 129d56, and no non-conformances were identified.